Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of related events.

Event description:
It was reported that after the completion of a transcarotid artery revascularization (tcar) procedure, the patient showed signs of a stroke. A CT scan performed on the same day showed that the stent was occluded/closed and thrombosis occurred. There was no signs of a stent fracture. There was no surgical intervention performed post-operatively. The patients medical condition is unknown at this time.